Event description:
It was reported that the patient stopped feeling the stimulation from their implantable neurostimulator (ins) two days ago. The patient noted that the ins was turned on. Unable to follow up with the contact information provided, hence no further information was able to be obtained.

Manufacturer narrative:
Programmer model 3037, serial# unknown. (B)(4).